Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, by the purchasing department, a 5f 65cm tempo diagnostic catheter was used in a patient and the product "broke". The damage was described as frayed, split torn during use in the patient. The device broke off at the base during rotation of the catheter after a few attempts, trying to steer the catheter. Another product with the same lot was taken and it broke again. A third product was then taken which did not break. There was no reported patient injury. The intended procedure was reported as iliac- side branch, probing of the vessel of the left internal carotid artery (ica). The product was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. There was severe lesion calcification and tortuosity. The devices were discarded and will not be returned.

Manufacturer narrative:
As reported, by the purchasing department, a 5f 65cm tempo diagnostic catheter was used in a patient and the product "broke". The damage was described as frayed, split torn during use in the patient. The device broke off at the base during rotation of the catheter after a few attempts, trying to steer the catheter. Another product with the same lot was taken and it broke again. A third product was then taken which did not break. There was no reported patient injury. The intended procedure was reported as iliac- side branch, probing of the vessel of the left internal carotid artery (ica). The product was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. There was severe lesion calcification and tortuosity. The devices were discarded and will not be returned. Without the return of the devices or images for analysis, the reported customer event ¿brite tip/distal tip-frayed/split/torn¿ could not be confirmed for either device. Procedural or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.